Event description:
It was reported that the patient experienced severe pain after the implant procedure. The patient underwent an explant procedure wherein only the spinal cord stimulator (scs) leads were removed. Additional information was received that the explanted devices were not returned as they were kept by the medical facility.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: (B)(4). Model: sc-2218-50. Serial: (B)(6). Batch: 7135034.

Event description:
It was reported that the patient experienced severe pain after the implant procedure. The patient underwent an explant procedure wherein only the spinal cord stimulator (scs) leads were removed.